Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) was defective. The timing of the event and patient impact are unknown. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Photo review: the provided photo shows iol inside lens case. One haptic appears to be broken/torn. The iol appears to be positioned incorrectly in the iol case. Additional observations were as follows: iol returned positioned incorrectly in the iol case, the iol is caught in the lens case locking mechanism resulting in gross optic and haptic damage. Solution is dried on both surfaces of the optic and one haptic. One haptic is broken/torn and not returned. The optic has a large stutter scratch and sis scratched/marked-rejectable with loose fibers & particulate. We are unable to determine the root cause for the reported complaint "defective". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and one haptic. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).